Manufacturer narrative:
The remaining (seventh) unit was not evaluated as the customer did not wish to have the unit inspected.

Event description:
This report summarizes <noe> 7 </noe> malfunction events, where it was reported the cot had dropped. 3 events did not have patient involvement. Four events had patient involvement, but there were no impacts to the patients.

Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. 5 devices were evaluated in the field and the issue was not confirmed, no defects were found with the units. 1 device was not evaluated as the customer canceled their service appointment. 1 device has not been evaluated. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 7 malfunction events, where it was reported the cot had dropped. 3 events did not have patient involvement. 4 events had patient involvement, but there were no impacts to the patients.